Manufacturer narrative:
Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had failed battery test alarm. Customer¿s blood glucose was unknown. Product will be returned for the analysis.